Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 4. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.